Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran 437 mg/dl, but the sensor showed 225 mg/dl. The insulin pump gave a change sensor alert. The sensor alert occurred after a second consecutive calibration error alert. The customer was advised to change the sensor. The customer stated that the blood glucose ran high because the threshold suspend was activated when it should not have been. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.